Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated rv undersensing information. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode, initially undersensed and classified as non-sustained vt. Subsequently the patient received appropriate therapy but the patient did not survive. It was reported that the patient had sudden cardiac arrest and the device delivered 4 shocks. Technical services reviewed episodes and determined the device function was normal. No additional information is available.